Event description:
Our ref: 2005 0407-2-1 according to kings mill hosp, device was allegedly running too quickly. Syringe moved 24mm in 4 hours 10 minutes. On investigation at workshop, unit alarms when battery is placed into unit as normal, but does not start when the start/test button is pressed. No apparent event. No pt injury as per health professional.

Manufacturer narrative:
Eval summary: after testing in accordance with internal test spec., the only test identified as a failure was the thrust test. The expected cut off point should not exceed 5kg, and in this case the result was greater that 5kg. Although the occusion was out of specification, it should be noted that this would not have affected thd delivery rate. Also the start button was difficult to operate because the latching bar was not parallel with the two switches, due to the seal having twisted around. This resulted in the switch requiring more force to operate the unit than is usually required. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.